Manufacturer narrative:
Results: the first velocity evaluated strain relief was stretched conclusions: evaluation of the first returned velocity revealed that the strain relief was stretched. This type of damage typically occurs due to improper handling during use. If the device is retracted and the distal tip of the strain relief is held, damage such as this may occur. A stainless steel mandrel was advanced through the hub of the velocity and out of the distal tip without an issue. Evaluation of the second returned velocity confirmed that the catheter was fractured. This type of damage likely occurred due to forceful manipulation at extreme angles during the procedure. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00225.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the mca using velocity delivery microcatheters (velocities). During the procedure, the physician noticed that a velocity was kinked and fractured as it was removed after it had been used to make multiple passes through a neuron max. The fractured velocity was therefore not reused. The physician then was going to use a new velocity, however the physician noticed that it was unraveled near the proximal end of the catheter as it was being advanced into the neuron max. The physician therefore removed the second velocity, and completed the procedure using a third velocity and the same neuron max. There was no report of an adverse effect to the patient.